Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, when the sphincterotome was deployed out of the scope, it was not oriented properly. The orientation of the autotome was at about 3 o'clock. The account also reported that the fiber (wire) seemed to be slightly twisted and did not look like it was laying correctly. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).